Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the tube to a smiths medical portex® blue line ultra® tracheostomy tube was reported to be split while in use. There were no reported adverse patient effects.

Manufacturer narrative:
One portex® cuffed blue line ultra® tracheostomy tube was returned for analysis in used condition. Two splits approximately 2 cm in length were noted upon visual examination. Damage and deformation was found inside the inner cannula hub; indicating that excessive force was used during inner cannula cleaning. Inner cannula cleaning durability was verified and found acceptable. Wall thickness dimension was measured per inspection procedure; all were within specification. Based on the evidence, the complaint was confirmed with the root cause being from user interface.